Event description:
In 2008, the patient reported that her infusion site begins to leak insulin after 1 day of use. She stated that the issue began intermittently the same month, and she experienced elevated blood glucose of 200 mg/dl. She would immediately change the infusion site and bolus to lower her blood glucose. Her normal blood glucose range is 70-130 mg/dl. The patient was not experiencing the issue at the time of the report. She did not retain the alleged product. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.